Manufacturer narrative:
Add'l info obtained indicated that the device was inspected prior to use and appeared to be normal. The device was prepped properly according to the IFU and no problems were reported. There was no reported difficulty accessing the target lesion or any problem reported with the inflation device. Please note that device (lot# 13250474) is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an interventional procedure while the physician was deploying the cypher 2.5 x 18 mm stent at 14 atm the pressure decreased due to balloon rupture. The target lesion was the mid left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, moderately calcified, slightly tortuous and a 99% stenosis. A radial approach was used for the procedure. The lesion was pre-dilated with a maestro balloon at unk pressure/duration. After the balloon rupture, the stent was post-dilated with a quantum balloon at unk pressure/duration. The procedure was completed successfully. There was no reported patient injury.